Event description:
It was reported that during a low anterior resection, the device cut but did not form the staples properly. The case was completed using sutures. There was no consequence to the pt.